Event description:
Hospital advised that heparin was set up to be delivered at a rate of 13ml/hr. The rate changed to 113 ml/hr. Hospital indicated they suspect the pt changed the rate or that there was a user error. There was no pt consequence.